Manufacturer narrative:
No device failure was indicated. The device is still being used for patient treatments. No additional information is available at this time.

Event description:
It was reported that the patient underwent a laser treatment on the face and presented with severe redness and swelling. Three days subsequent the patient reported bloody fluid discharge near the eye. There was no report of system errors and nothing out the ordinary was noticed during treatment. Additional information received march 18, 2016, from the operator of the device indicated that patient continues to be treated with bacitracin ointment.